Manufacturer narrative:
Device was reportedly not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hardware removal and revision procedure on (B)(6) 2018 one (1) 7.3/95 mm cannulated screw bent while the surgeon was inserted it into the femoral neck as a prophylactic measure. Reportedly, the surgeon felt the device malfunction was related to the patient¿s dense cortical bone tissue. The damaged screw was not removed. No harm was reported to the patient. No surgical delay was reported. The procedure was successfully completed. Patient outcome was reported unknown. Concomitant devices reported: washer 13.0mm (part 219.99, lot unknown, quantity 1). This report is to capture the bent screw. The need for the hardware removal and revision procedure is captured in related complaint (B)(4). This is report 1 of 1 for (B)(4).